Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-00 on the integrated electrosurgical unit (iesu). The customer power cycled multiple times but the issue remained. The customer connected a spare generator to the system to continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The generator was analyzed and found reported condition could not be confirmed through system logs. During functional testing, the unit displayed error code c-33 at startup. Review of the internal logs recorded c-00, c-84, m-0b, and m-35 errors. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty component of the generator.

Event description:
Refer to h11 for follow-up information.